Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #972956. Visual inspections & results: nose shroud cracked/broken a,b,no; staples in nose, a,no,b,yes(1); staples in the track, a,(18), b,(7); trigger engaged with precock, a,b,yes. Analysis conclusion: based on inquiry info received, visual examination and functionality testing; no conclusion could be reached as to why instrument a) was reported to have jammed. Instrument a) functioned as intended without incident (fired and formed 18 remaining staples properly). It was concluded that instrument b) reported "jamming" was possibly due to a sticking component (lifter), which resulted in intermittent staple feeding. Co reviews each incident as it occurs in an effort to improve co's products and processes.

Event description:
The instruments were used during a laparoscopic hernia repair. It was reported an ems stapler was used to staple the mesh. It fired a couple times, then jammed. Another was opened and the same thing happened. A third ems was used to complete the procedure.